Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged and with a staple unable to release. The stapler was returned with 28 staples left in the cover block indicating that at least 7 staples were fired by the end user. First, the trigger cycle was completed and the staple that was unable to release, released from the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The next staple was able to properly form but did not release from the stapler. The trigger was manually reset , and the staple released. This was repeated with the same result. Another attempt was made and this time, the staple was unable to form properly. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled , and the trigger was engaged. One staple was able to correctly form but did not release. The staple was manually removed. Two more attempts were made , and the staple would not be released in either attempt. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, one staple properly formed and released. This was repeated four more times with the same result. The anvil appears to be defective. No other defects or anomalies were observed. The sample was shipped to the manufacturing site for further investigation and it was confirmed that the anvil is defective. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Upon functional inspection, the stapler was able to form staples but was unable to release them. The anvil from the returned sample was placed in a functioning lab inventory stapler and would not release the staples. The sample was sent to the manufacturing site and it was confirmed that the anvil is defective. A nonconformance has been opened to further investigate this issue. The reported complaint of "not suturing during use" was confirmed based upon the sample received. The stapler was returned with its trigger partially engaged and with a staple unable to release. Upon completing the trigger cycle, the staple that was unable to release, released from the device. Upon functional inspection, the staples did not fire properly. Out of four attempts, three staples were able to form properly but were unable to release and one staple was unable to form properly when the trigger was engaged. The anvil from the returned sample was put into a functioning lab inventory stapler. Upon engaging the trigger, a staple formed properly but would not release. This was repeated two more times with the same result. The anvil from the lab inventory stapler was put into the returned stapler and upon functional inspection, a staple formed properly and released. This was repeated four more times with the same result. The sample was sent to the manufacturing site for further investigation and it was confirmed that the anvil is defective. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the staples could not suture during usage on the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot 73g1800850 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples could not suture during usage on the patient.